Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber exhibits mild crystal deposits on metal surface; the fiber exhibits scratch marks on outer flow tubing; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and no forward-firing condition detected ; no failure found. Probable root cause: based on the device analysis, there is no failure found with the returned product.

Event description:
It was reported that at 1,227 joules of use and 30 seconds while using the side-firing surgical fiber during a prostate procedure, the fiber was reported to be forward-firing / possible end-firing. The fiber was not cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: ok. There was no patient injury reported.